Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Conclusion: no procedural images were provided capturing the reported dislodgements and subsequent recaptures. Static images of the valve were provided which displayed signs of a possible misload involving the outflow crowns. However, without a fluoroscopic valve load inspection this is inconclusive. The reported event indicates that the valve was attempted to be deployed three times however the valve would dislodge and was recaptured. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutr-34, serial#: (B)(6) ubd: 09-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was attempted to be deployed three times however the valve would dislodge and was recaptured. The valve was removed from the patient. Upon careful inspection, the valve seemed to be damaged. Based on the inspection, it was noted that the valve struts may have been bent. The procedure was aborted. No adverse patient effects were reported.